Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. The mother was unable to troubleshoot at the time of the call. The customer later called to ask for a replacement insulin pump. The customer declined to do any troubleshooting. Nothing further was reported.